Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported patient effect of atrial septal defect (asd) was likely related to procedural conditions. The reported patient effect of asd as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed. After removal of the steerable guide catheter (sgc), a shunt in both directions was observed (asd). Treatment has been planned, but not yet performed. The patient was in stable condition. One clip was implanted, reducing the mr to less than 1. There was no clinically significant delay in the procedure. No additional information was provided.